Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred an unknown day after the sensor had been inserted in the arm. On (B)(6)2025, the patient experienced hypoglycemia (no specific symptoms reported). The cgm was reading 219 mg/dl and the blood glucose reading was 39 mg/dl. The patient self-treated with baqsimi (nasal glucagon) and 1 litter coca-cola. At the time of the report the patient had recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.